Manufacturer narrative:
H3: one device was returned for repair with complaint of cassette not attached properly. No previous repair orders were found. Confirmed ¿cassette not attached properly¿ complaint by reviewing the event log, downstream occlusion (dso) calibration test, dso pressure test, and checking the mv in the main menu a/d screen. Device failed initial testing with cassette not attached alarm. Replaced the dso sensor and retested with a psi 20.17 and device passed. All tests passed and the alarm is no longer present in the event log. Probable cause of the complaint was dso sensor failure.

Event description:
It was reported that the device exhibited an "attach and re-attach cassette" error. The event occurred during self-test. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.